Event description:
On (B)(6) 2009, the patient's father reported that last night, the patient told him her insulin infusion device did not give her a low cartridge warning before she received the empty cartridge error. He stated, the patient switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.